Manufacturer narrative:
The facility did not retain the device but did provide a lot number. Investigation of the lot history record did not reveal any anomalies during the mfg process. The incident occurred an adenoidectomy on a (B)(6) male pt. The adenoid tip loosened from the handpiece during the procedure and the exposed metal connection burned the pt's mouth. Burn is on the buccal side of the right cheek, inside the vermillion border of the oral commissure. Burn was approx 1 cm long and 1-2 mm wide, described as 2nd to 3rd degree and treated with triamcinolone dental paste after the occurrence. At 2 week f/u visit, burn had healed except for a small divot shape area which the physician felt "would resolve over time".

Event description:
Sales rep reported: "adenoid tip fell off handpiece and burned the mouth of a (B)(6) male pt."